Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient has peritonitis. Upon follow up, the pdrn confirmed that the patient had peritonitis. The pdrn stated that the cause of the patient¿s peritonitis was touch contamination during pd treatment. The patient¿s culture results were positive for yielded growth of staphylococcus epidermis. The pdrn stated that the patient was treated with cefazolin 1 gram intra-peritoneal for 14 days. The pdrn stated that the patient is reportedly recovering. The pdrn stated that the patient did not have any issues with any fresenius device, product, or drug in relation to the event. The pdrn stated that the patient is continuing pd treatment without any issues. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler, liberty cycler set, and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication in pd patients that is often associated with touch contamination during the pd exchange. The patient¿s pd culture yielded growth of staphylococcus epidermis which is an organism that normally resides on human skin. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd, as reported by the peritoneal dialysis registered nurse.